Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed stylus and cursor not aligned. Re-seated connection between xy board and overlay. However, device came back second time. Replaced xy board using salvaged part; also replaced stylus as preventative measure. Re-calibrated stylus. Not able to confirm printer issue. No error or sluggish performance in the logs. Reconfigured hard drive, reloaded, and updated software. Not able to confirm telemetry issue. Programmer interrogated wireless and non-wireless as normal after calibrated stylus. Media bay door is damaged. Replaced media bay door. Power cord is missing. Added power cord. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a possible issue with the printer. The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus needs to be recalibrated. The stylus was off-center and would not allow the patient's device to be interrogated. A different programmer was used. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.